Manufacturer narrative:
Replacement kit was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a reagent leak from synchron ld cartridge. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.